Event description:
The user facility reported that prior to a patient procedure the image to their hv1000 integration system appeared "excessively red." No report of injury.

Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the unit and found that the touch panel monitor was not operating properly. To resolve the issue, the technician reset the color balance of the touch panel monitor. The unit was tested, confirmed to be operating according to specification, and returned to service. No additional issues have been reported. UDI related data clarification - this integration system qualifies as a medical device data system (mdds) and therefore UDI is not applicable.